Manufacturer narrative:
Inspection of the device at the service center determined that the ccd camera needed to be changed and so it was replaced.

Event description:
It was reported that the image degraded and then went black during a colonoscopy. There was no patient injury or other adverse health consequence.